Manufacturer narrative:
The customer was provided part information to rectify the reported problem. Customer to purchase parts and conduct repairs in house. This will be considered a malfunction of the processor and therapy pca.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device fails the operational check. There was no reported patient involvement/adverse patient impact.